Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during fill 1. The caregiver (cg) stated he could find no problem with the setup. He opened the heater line and fluid trickled out so he knew it was working. The baxter technical service representative (tsr) explained the setup was compromised and they should start over with new supplies. The cg stated it was not enough to cause the issue and the tsr again stressed the setup was compromised. The cg understood and wanted to continue with the setup. The tsr had the cg check the frangible and found the lumen was partially obstructed. They assisted with ending therapy and would start over with new supplies. They would call back for bypass of initial drain assistance. The original initial drain volume (idv) equaled 2038ml. They ended therapy and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.